Event description:
I had the essure procedure done after my 3rd child in (B)(6) of 2012. Since then I've had issues with severe back pain, infections when I begin my cycle, a heavier than ever cycle and erratic cycles. The back pain is the worst and the pain when my cycle does hit is excruciating and literally makes me sick for days. I never had the issue with my cycles until after the procedure and while I had mild back pain before the procedure, the pain is worse and only is tolerable with the use of pain medication prescribed by my doctor.